Event description:
It was reported that on (B)(6) 2024 mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3, thin leaflets, flail, and a posterior cleft. It was noted imaging was challenging throughout the procedure. An xtw clip was inserted and deployed on the mitral valve, reducing mr to a grade of 1-2. To further reduce mr, an xt clip (40110r1055) was inserted, and grasping was performed. Grasping was noted to be difficult, but after a sufficient grasp, the clip was closed. However, after the clip was closed, a perforation of the anterior leaflet was observed, causing mr to increase to a grade of 4. The clip was opened and attempted to be repositioned, but while grasping, one of the grippers was no longer functioning. Therefore, the clip was removed and replaced. Another xtw clip was inserted and successfully deployed. It was noted mr remained at a grade of 4. A third xtw clip (40306r3058) was inserted and deployed on the mitral valve. However, after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). A clinically significant delay occurred. On (B)(6) 2024, mitral valve replacement was performed. On (B)(6) 2024, the patient died of bleeding complications as a result of the surgical intervention. The physician stated the mitraclip device was the indirect cause of the death.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported slda appears to be related to challenging patient anatomy. A cause for the reported poor imaging could not be conclusively determined. The reported surgical intervention, hospitalization, and delay to treatment/ therapy were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024 mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3, thin leaflets, flail, and a posterior cleft. It was noted imaging was challenging throughout the procedure. An xtw clip was inserted and deployed on the mitral valve, reducing mr to a grade of 1-2. To further reduce mr, an xt clip (40110r1055) was inserted, and grasping was performed. Grasping was noted to be difficult, but after a sufficient grasp, the clip was closed. However, after the clip was closed, a perforation of the anterior leaflet was observed, causing mr to increase to a grade of 4. The clip was opened and attempted to be repositioned, but while grasping, one of the grippers was no longer functioning. Therefore, the clip was removed and replaced. Another xtw clip was inserted and successfully deployed. It was noted mr remained at a grade of 4. A third xtw clip (40306r3058) was inserted and deployed on the mitral valve. However, after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). A clinically significant delay occurred. For treatment, mitral valve replacement was performed. On (B)(6) 2024, the patient died of bleeding complications as a result of the surgical intervention. In the physician's opinion, the xt clip is the only device that caused indirectly led to the patient death.